Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder strength was weak. Surgical intervention was performed to add saline to the reservoir. There were no components removed and no patient complications reported.